Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose of 500 mg/dl. Customer¿s current blood glucose value was 179 mg/dl. The customer states the pump stops delivering insulin and it gets him into trouble. Troubleshooting was done for high blood glucose and under delivery. The customer treated with the pump. The insulin pump will be returned for analysis.

Manufacturer narrative:
Unit passed the full functional test including the displacement test, rewind, prime/seating test, basic occlusion test and force sensor test. Sleep current measurement and active current measurement within specifications. Insulin flow blocked alarm functions properly during basic occlusion and occlusion test. Unit received with cracked retainer, minor scratched display window and scratched case.